Manufacturer narrative:
Evaluation summary: no injector was returned for evaluation for the report of the injector scratching the lens during when being implanted; therefore, the condition of the product could not be verified. A photo was provided. The photo provided was reviewed. The photo confirms the injector is a model iii injector, but no additional information on the lot or complaint issue can be determined from the photo. No injector lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because an injector sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A customer reported upon implanting an intraocular lens (iol), the lens was scratched by the delivery system. The lens remains implanted and there is no reported patient impact. Additional information was requested.